Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. After a pt graphix guidewire crossed the lesion, a non-bsc stent was deployed. However, it was noted that the distal end of the stent trapped the guidewire and the distal tip of the wire was detached from the body of the wire and was left inside the patient. An attempt was made to retrieve the detached tip but the physician just left the end of the wire in the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.